Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer stated that the buttons were getting stuck. Customer also mentioned that they were jogging and sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed self test, unexpected error test and displacement test. No unexpected insulin pump resetting anomaly noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at the motor assembly per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.